Event description:
It was reported that the pump exhibited a force sensor error. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were removed, and the device was in good condition upon receipt. Error code was found in the ehl (event history log). The customer reported problem was duplicated during the self-test portion of the investigation. Root cause of the reported event is due to normal wear, the device is more than 11 years old. Replaced the plunger cable and recalibrated the force sensor. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 3500, h4: correction: device manufacture date: updated.